Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.

Event description:
This is a spontaneous report by a nurse from (B)(6) of did not wear a mask and peritonitis in a patient coincident with dianeal pd2 1.5% therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 1.5% therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with the dianeal therapy was not reported. On an unreported date, the patient did not wear a mask and did not turn off the fans while performing the exchange. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent and hospitalized. The patient not wearing a mask and turned off the fans while performing the exchange were the causes of peritonitis. The pd sample was taken before the start of antibiotic therapy. On an unreported date, the patient was treated with vancomycin and ciprofloxacin. On (B)(6) 2012, retraining was started for the patient and caregiver. The patient still remained hospitalized.